Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx2724 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported a small hole in the attachment of the catheter that led to leakage. Detected when flushing. Removes the catheter/piccline.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample and a needleless injection cap was attached to the luer adapter. The extension tubing markings were completely worn. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed at the exit site from the molded joint. Tactile inspection of the sample revealed tensile weakness and necking in the vicinity of the split. Microscopic inspection of the split revealed a coarsely granular fracture surface. Material discoloration was observed in the vicinity of the split. The fracture features and tensile weakness were consistent with material damage due to tensile (pulling) stress. The location of the damage suggested that catheter securement, maintenance and access techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported a small hole in the attachment of the catheter that led to leakage. Detected when flushing. Removes the catheter/piccline.removes the catheter/piccline.